Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pocket erosion and infection. Reportedly, the top edge of the crt-d was felt by the patient at the incision site and barely under the skin. No adverse patient effects were reported. The crt-d remains in service.